Manufacturer narrative:
Device evaluated by manufacturer: the lot number was not reported and therefore a manufacturing batch record review could not be completed. The device remains implanted and will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that abdominal pain occurred. In (B)(6) 2020, subject (B)(6) subject was enrolled into the (B)(6) study and the treatment with therasphere was performed on the same day. Type of therasphere infusion was in the right hepatic artery (irrespective of origin) (segments v/vi/vii/viii). 7.30 gbq was administered to the liver (right liver) through vial 1. 9 days post treatment with therasphere, the subject presented with abdominal pain. In (B)(6) 2020, 25 days later, the subject was hospitalized in other institution for further evaluation and treatment. As a treatment, the subject was prescribed with lovenox, oxynorm bro 5 mg and innohep 18000 u. 5 days later, the subject was discharged from hospital. In (B)(6) 2020, 30 days later, the event was considered resolved.